Event description:
The pump was returned for investigation. Investigation revealed the keypad wire was torn, causing two of the buttons to be unresponsive. Additionally, the battery compartment was cracked. This report is made based on results of investigation completed on 11/12/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the keypad was cut and torn below the contrast button. The keypad wire was damaged with the traces being broken. The ok and contrast buttons were not working. There was no evidence of contamination on the keypad button contacts. The battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).